Event description:
It was reported that during the case, the handpiece would not work. After the procedure, it was noticed the housing of the handle of the handpiece was loose and would click when moved. The case was completed with ligiture with no pt consequence.